Event description:
It was reported that an inappropriate shock was delivered when atrial flutter with rapid ventricular response fell into the vf zone and bypassed svt discrimination. The shock converted the flutter. Programming changes were made. The patient was stable following the procedure and will be monitored.

Event description:
New information received indicates that an asymptomatic patient presented to the or for generator change out due to eol. Pre-op check revealed inappropriate hv therapy for a fib with rvr rhythm. Possible cause of the issue is patient's medication.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported field event of inappropriate shock was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.